Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The device was received in good physical condition. The device was connected to a test hand piece and gen11 to perform functional testing. No anomalies were noted at any time during testing. The instrument was disassembled to inspect the internal components and it was noticed that the blade sheath was missing. Although there were no alert screens displayed during testing, it is possible that the missing sheath could have caused the reported event of ¿unspecified alert screen.¿ it is likely that the missing component issue occurred during the manufacturing process. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap unknown procedure, an error occurred and the device became not to be activated. The error code/message was unknown. Although the hand piece was replaced, the error continued. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.